Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A consumer reported that during intraocular lens (iol) implantation, when the iol was being inserted into the patient's eye, it was observed that its haptic was broken. There were free haptics remnants in the anterior chamber. The surgeon used additional company viscoelastic and removed the haptic fragments and the lens. The lens was removed and replaced with a new lens in an initial procedure. Additional information has been requested but is not available at the time of this report.